Manufacturer narrative:
No device sample returned for manufacturer analysis and no lot number reported, no investigation could be completed, and no root cause established. The relationship between the coopervision device and the incident is unconfirmed.

Event description:
It is reported that the patient experienced eye pain in the left (os) eye on 21 july and sought medical attention. The patient had corneal inflammation and discharge, central corneal ulcer, peripheral corneal edema, stromal infiltrates and empyema in the anterior chamber and was diagnosed with bacterial keratitis after wearing the product. The patient was treated with cefazolin injection, moxifloxacin eye drops, tobes eye drops, floxacin eye gel, voriconazole eye drops, metronidazole eye drops, gatifloxacin eye medication, alice eye drops, midori eye drops, beifushu eye gel, bromfenac sodium eye drops, and fluoride longan; dosage, frequency, and duration unspecificed. As of 21 august the incident was resolved and the patient was released from care.